Manufacturer narrative:
Philips service replaced the x-ray pc and hard disk, reloaded software, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray pc hdd failure caused boot-up issue on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.